Event description:
Reports taht the low minute volume alarmed showing a leak throughout the night. A check was run in the morning, at which time they noted a leak/hole in the exhalation tubing near the ventilator.